Event description:
The plaintiff's attorney alleged that the pt experienced a stroke and expired approx one month later. These claims were allegedly caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.